Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had clots. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: despite the facts that the tubes where coagulating the recommended time, it looks like there is a huge fibrin clot in the tube.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status/medications can increase the likelihood of fibrin formation. Inadequate mixing and clot time may/will result in fibrin and/or formation in the serum/plasma. Serum gel tubes need a minimum of 30 min clot time and serum non-gel need 60 min. Other factors to consider would be storage conditions, temperature, and centrifugation conditions. Also assuring proper inversion will mitigate fibrin occurrence. We will continue to monitor for additional complaints and emerging trends. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had clots. This occurred on 8 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: despite the facts that the tubes where coagulating the recommended time, it looks like there is a huge fibrin clot in the tube.